Manufacturer narrative:
This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the foot end power box extension cord is missing ground prong, and bed is missing IV pole. It is unk if there was pt involvement or if there are adverse consequences to report.